Manufacturer narrative:
Pending investigation.

Event description:
As reported, a patient was revised; reason not reported. No further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-02774.

Manufacturer narrative:
Correction: please disregard initial report, this event has been determined to be a duplicate to the event reported under 1038671-2023-02774.